Event description:
It was reported that black femur impactor head cracked during case. No issues, otherwise, and impactor head remained intact. No surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: "the device associated with this report was returned for analysis. Visual inspection of the returned device revealed the device was broken. The complaint condition can not be confirmed." Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.